Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Method: "the actual device involved was returned and is currently under evaluation.

Event description:
Distributor reported on behalf of the user that the device was in use with a pt when the eyelet of the neck flange had broken, allowing the tube to fall away from the pt's trachea. No adverse effects to pt reported.